Event description:
Procedure type: according to the reporter: according dr (B)(6), there was high bleeding cause of malfunction of device. With a second instrument, it had to be re-resected, which also led to bigger tissue loss. More information requested.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 01/06/2014.

Manufacturer narrative:
(B)(4).